Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report: 3006705815-2018-02021 and 3006705815-2018-02022. It was reported the patient underwent surgical intervention due to the patient's scs leads migrating. Reportedly, both of the patient's leads were explanted and replaced. Effective stimulation therapy was restored postoperatively.